Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured increasing shock impedance over time. Review of device history revealed one high, out-of-range measurement. A guidant technical services consultant recommended obtaining a chest x-ray (cxr) and evaluating shock impedance with low- and high-energy shocks. Guiant received additional information that this testing yielded acceptable shock impedance measurements; however, the physician elected to explant and replace the lead. According to the guidant field representative present, the conductor was fractured.